Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the following day, the patient was hospitalized for the reported event. On an unreported date, the patient was treated with intraperitoneal injections of vancomycin (2gm, once weekly for 2 weeks) and fortum (250mg in each bag, 3 exchanges per day for 14 days). The outcome of the peritonitis and the actions taken with the pd therapy were unknown. No additional information is available. This is report 3 of 3.